Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported the needle snapped and remained in the patient. To aid in the investigation, three samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed with 30x magnification. No defects or imperfections were observed. A device history record review was completed for provided material number 301629, lot 4178893. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 301629. Batch # 4212478. Verbatim: (B)(6) received a complaint via phone. Performing a thyroid biopsy the needle snap and was stuck in the patient¿s neck and the patient had to have surgery to remove it.